Event description:
It was reported that in two separate cases, the anspach drill got stuck inside of the pfs handpiece. Lubricant was used to try to disengage the parts. The anspach drills also sounded like they were spinning at less than 80,000 rpm even though the anspach console displayed 80,000 rpm. Investigation confirmed a malfunction (broken driveshaft) in the drill that would caused the reduced speed and excessive heat reported, this event can increased the likelyhood of the drill and handpiece sticking together. This is for case 1.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and it was reported that the drill got stuck inside of the handpiece. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint (pn (B)(6) provides instructions for drill usage and troubleshooting. We could confirm there was a relationship established between the reported event and the device. The device was returned for initial investigation to OEM. The returned device was evaluated, and the reported problem was confirmed. A visual and functional assessment was performed and found that the device had a broken driveshaft. Evidence suggests that this malfunction was due to excessive force during use. The malfunction is most probably due to supplier / raw material fault.